Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID:2134265-2016-11609. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment of coronary artery. A 1.50mm rotalink¿ plus and a rotawire were used to treat and advanced to the target lesion. There were no issue encountered in crossing the lesion, but when the device was removed, severe resistance was encountered and the device could not be removed from the wire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the device has wire kinked near to proximal section. The dimension of the device was taken and the overall length and outer diameter were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-11609. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment of coronary artery. A 1.50mm rotalink¿ plus and a rotawire were used to treat and advanced to the target lesion. There were no issue encountered in crossing the lesion, but when the device was removed, severe resistance was encountered and the device could not be removed from the wire. No patient complications reported.